Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached nine smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician encountered resistance and retracted the coil back into its introducer sheath. The physician then attempted to advance and retract the coil outside of the patient's body and was able to do so with some resistance. Another attempt was made to advance the smart coil through the microcatheter; however, resistance was encountered again and the coil became stuck in the microcatheter. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. If the introducer sheath is not fully seated inside the microcatheter hub, the embolization coil may start taking shape inside the hub, and damage such as this may occur. The offset coil windings likely contributed to the resistance that was encountered, which resulted in the coil getting stuck inside the microcatheter. During the functional testing, the smart coil was unable to be advanced through a demonstration microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.